Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2012; 6947, implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was putting pressure on the patient's skin, risking pocket erosion. Follow up determined that there was no erosion. The device was explanted and replaced. No patient complications have been reported as a result of this event.